Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8199966, medical device expiration date: 2022-06-30, device manufacture date: 2018-07-18. Medical device lot #: 8165754, medical device expiration date: 2022-05-31, device manufacture date: 2018-06-14. Investigation summary: the customer issued a complaint for defective needle guard detected by end user. Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Investigation conclusion:unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: based on the investigation conclusion the defect occurred due to misuse of the combination product. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported the needle cover on the bd ultrasafe¿ manual needle guard b100l "came flying off" before use. This occurred once the device had been removed from the packaging and laid in a tray, where a "click" was heard "and the green part moved up on it's own". Lot#' 8199966 reportedly had 1 occurrence of the event, while lot# 8165754 had an unspecified number of occurrences. The following information was provided by the initial reporter: "the medical assistant reported that she peeled the container open and laid it in a tray, heard a click and the green part moved up on it's own. The cover that covers the needle came flying off. Some of the medication came out into the room".